Event description:
Padgett manufacturing was notified of this event on 10-25-99. During the procedure for taking a skin graft, a gash resulted, measuring approx. 1 sonimeter by 4-5 sonimeters. Reporter asked if the dermatome had been checked for calibration before being put into svc. Rptr said that the biomed dept of the hosp checked the calibration every 6 mos. She also said that the dermatome looked bent. She said that while the procedure was being done, the calibration was sent on .017. Rptr said she would send the unit in for eval and repair.